Manufacturer narrative:
Patient information not provided due to japanese patient privacy regulations. Device manufacturing date is unavailable. No parts have been received by the manufacturer for evaluation.

Event description:
Medtronic received information regarding a navigation system being used during a functional endoscopic sinus surgery (fess) procedure. It was reported that intra-operatively, when attempting registration, the patient tracker and registration probe had a recognition failure. There were no reported issues with the settings. It was reported that both the axiem box and the emitter had error indication in the emitter detail. Surgery was completed without the use of the navigation system. There was no reported surgical delay and no reported patient impact.

Manufacturer narrative:
Additional information: device manufacture date provided. The emitter for the navigation system was returned to the manufacturer for analysis. The emitter was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel. The electromagnetic interface box for the navigation system was returned to the manufacturer for evaluation. Testing found that there was a fault on the power supply and that the unit showed amber leds for fault. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that both the axiem box and the emitter showed errors in the emitter detail. The axiem and emitter were replaced. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.